Event description:
Laboring pt - starting IV and catheter broke off at the hub and was retained in patient's arm. Pt was being induced so was being allowed to labor and deliver and then catheter would be removed by staff vascular surgeon.